Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, pain, swelling, inflammation, mobility (2022_0208 and 2022_0209 are same patient).